Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties bolusing, which caused high blood glucose of 405 mg/dl. Customer inquired on amount of bolus already delivered. Customer begun using new model insulin pump on day of event. Customer received assistance and declined further troubleshooting.